Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4). The product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 509 consecutive patients suffering from symptomatic drug-refractory af underwent pulmonary vein antrum isolation from 2005 to 2011. Among them, 2 patients suffered anaphylactic reaction on medication. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿five-year efficacy of pulmonary vein antrum isolation as a primary ablation strategy for atrial fibrillation: a single-centre cohort study¿. The purpose of this study was to evaluate long-term efficacy of pvai as a primary ablation strategy in all patients independently from the type of af. Also, predictors for arrhythmia recurrence will be assessed. Suspect device is thermocool irrigated tip ablation catheter, however catalog or lot number are unknown. For documentation purpose, complaint is opened under navistar thermocool catheter.